Manufacturer narrative:
Narrative; new updated and corrected information is referenced within the update statements in narrative. Please refer to statement dated 21sep2016 in the narrative. This report is associated with 1819470-2011-00227, since there is more than one device implicated. Evaluation summary a female patient stated the injection button of her humapen device could not be pushed down when 6 - 7 units of insulin were left. The patient experienced increased blood glucose. The device was not returned to the manufacturer for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. While the exact device model was not reported, it was likely a humapen ergo ii based on the color description of the device. The patient stated the device was purchased in 2012. The user manual states the humapen ergo ii device has been designed to be used for up to 3 years, after first use. There is evidence of improper use. It is likely the patient used the device beyond its approved use life. It is unknown if this is relevant to the complaint of increased blood glucose.

Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company to report an adverse event, concerned a (B)(6) female patient. Medical history included myocardial infarction, cerebral infarction, hypertension, diabetic complication and depression. Concomitant medications included acarbose and some other unknown medicines; all for unknown indications. The patient received insulin lispro protamine suspension 50%/ insulin lispro 50% (rdna origin) injections (humalog mix50 300 iu) via reusable pen (humapen) (lot unknown/(B)(4)), 25 (no units) each morning and 22 (no units) each evening, subcutaneously, for the treatment of diabetes mellitus and an unknown insulin via reusable pen (humapen) (lot unknown/(B)(4)), subcutaneously, for the treatment of diabetes. Start date was not provided. On an unknown date, presumably while on insulin lispro protamine suspension, she experienced an eye lesion and in 2007 she received a cataract surgery (it was unclear if the eye lesion and the cataract were separate events). Due to the surgery, her left side of the face was still swelling and her eyes could not see anything. The events of eye lesion, cataract and eyes could not see were considered to be serious due to medical significance. She purchased her first humapen in 2009, and her second humapen in 2012. On an unknown date, her blood glucose was high and was hospitalized five times in a single year. The high blood glucose was caused by her medical history conditions of myocardial infarction, cerebral infarction, hypertension and diabetic complication. In 2015 she fell down and patient bleed. She was again hospitalized. Information regarding further corrective treatments, hospitalization dates and additional laboratory tests was not provided. On 15aug2016, she reported that both of her humapens had malfunctioned. It was not clear when the malfunction began. She described the humapen malfunction as the injection screw would not move out, and the could not be pushed down when there was 6-7 iu of insulin left in the dose ((B)(4)/lot unknown), ((B)(4)/lot unknown). Outcome of the events was unknown. Insulin lispro protamine suspension was continued. The user of the humapens and his/her training status was not provided. General device duration of use was not provided. One suspect humapen had been in use for seven years since 2009, and the second suspect humapen had been in use for four years since 2012. The status of the devices was unknown and the devices were not returned. The reporting consumer did not know if the events were related to insulin lispro protamine suspension treatment and did not provide an assessment of relatedness between the events and the humapens. No follow-up would be requested since the reporter refused to provide more information. Treating physician contact details not provided. Update 22aug2016: additional information received on 15aug2016 from global product complaint database added the (B)(4); added the product complaint description; updated the improper use and storage to the device that was in use for seven years; updated the in use time for both devices; updated the medwatch and european and canadian required device reporting elements; and updated the narrative. Update 22aug2016: additional information from the global product complaint department reiterated the (B)(4). Update 23aug2016. Additional information received 22aug2016 global product complaint department added (B)(4). Updated the narrative. No medically significant information provided. Edit 08sep2016. Second (B)(4) was received on 23aug2016 however the narrative was not updated with that information and has been completed. Update 21sep2016. Additional information received 21sep2016 from the product complaint safety database. To the device tabs added the device specific safety summary (dsss), updated the european and canadian (EU/ca) device information, updated the device medwatch information, and the narrative was updated accordingly.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed. This report is associated with 1819470-2011-00227, since there is more than one device implicated.

Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company to report an adverse event, concerned a (B)(6) female patient. Medical history included myocardial infarction, cerebral infarction, hypertension, diabetic complication and depression. Concomitant medications included acarbose and some other unknown medicines; all for unknown indications. The patient received insulin lispro protamine suspension 50%/ insulin lispro 50% (rdna origin) injections (humalog mix50 300 iu) via reusable pen (humapen) (lot unknown/(B)(4)), 25 (no units) each morning and 22 (no units) each evening, subcutaneously, for the treatment of diabetes mellitus and an unknown insulin via reusable pen (humapen) (lot unknown/(B)(4)), subcutaneously, for the treatment of diabetes. Start date was not provided. On an unknown date, presumably while on insulin lispro protamine suspension, she experienced an eye lesion and in 2007 she received a cataract surgery (it was unclear if the eye lesion and the cataract were separate events). Due to the surgery, her left side of the face was still swelling and her eyes could not see anything. The events of eye lesion, cataract and eyes could not see were considered to be serious due to medical significance. She purchased her first humapen in 2009, and her second humapen in 2012. On an unknown date, her blood glucose was high and was hospitalized five times in a single year. The high blood glucose was caused by her medical history conditions of myocardial infarction, cerebral infarction, hypertension and diabetic complication. In 2015 she fell down and patient bleed. She was again hospitalized. Information regarding further corrective treatments, hospitalization dates and additional laboratory tests was not provided. On 15aug2016, she reported that both of her humapens had malfunctioned. It was not clear when the malfunction began. She described the humapen malfunction as the injection screw would not move out, and the could not be pushed down when there was 6-7 iu of insulin left in the dose ((B)(4)/lot unknown) (product complaint pending/lot unknown). Outcome of the events was unknown. Insulin lispro protamine suspension was continued. The user of the humapens and his/her training status was not provided. General device duration of use was not provided. One suspect humapen had been in use for seven years since 2009, and the second suspect humapen had been in use for four years since 2012. The status of the devices was not provided. The reporting consumer did not know if the events were related to insulin lispro protamine suspension treatment and did not provide an assessment of relatedness between the events and the humapens. No follow-up would be requested since the reporter refused to provide more information. Treating physician contact details not provided. Update 22aug2016: additional information received on 15aug2016 from global product complaint database added the (B)(4); added the product complaint description; updated the improper use and storage to the device that was in use for seven years; updated the in use time for both devices; updated the medwatch and european and canadian required device reporting elements; and updated the narrative. Update 22aug2016l additional information from the global product complaint department reiterated the (B)(4). Update 23aug2016. Additional information received 22aug2016 global product complaint department added (B)(4). Updated the narrative. No medically significant information provided.